Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. A microscopic analysis was performed which identified wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product." Device has been explanted. Healthcare professional confirmed seroma fluid buildup on left side.